Event description:
It was reported that the patient a csf leak during a trial procedure on (B)(6) 2019. After the procedure the patient experienced a headache while in recovery. The physician ordered the patient to lay flat and consume caffeine with pain medication. It was confirmed that the issue resolved over time.